Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment. Patient asked for replacement of infusion set and confirmed that it detached from her body. No further information available.